Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia during the first week of pump use, with a continuous glucose monitor (cgm) high alert and fingerstick measurements reported as 421 mg/dl and later cgm 309 mg/dl with fingerstick 388 mg/dl. The user had eaten a sandwich before lunch, then ate a regular lunch, and later took a nap when the high readings were detected. Symptoms included hyperglycemia and diaphoresis. Outcomes included stabilization of blood glucose after troubleshooting and education. Investigation included guided inspection for leaks, supply replacement, verification of drops, resumption of insulin delivery, cgm calibration, and follow-up checks. Investigation of this case revealed no observed leaks or hardware issues, successful infusion set and supply change, ongoing early learning period of the system, and sensor calibration alignment, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.